Event description:
Related manufacturer report number 1627487-2022-03042. It was reported that, upon inspection during the trial lead pull, it was found that the patient's lead site had become infected. In turn, the leads were pulled and patient has been hospitalized.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.